Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device powers down after 2 minutes of being powered on. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display powered down within a few seconds (blank screen) and 10 beeps were issued due to a defective component on the system board. With this condition, the device was unable to engage in monitoring activities for more than a few seconds.